Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID ni m4cpb1, serial/lot number: unknown, UDI: unknown. Additional codes img g02005 is applicable for product ID nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy utilizing trivantage tube and nim vital. Mdt representative made aware of "noisy nims" by materials management during case. Mdt representative arrived as procedure was closing. Surgeon indicated channel 1 vocalis was abnormally noisy during the procedure. The first nim vital and (wired) pi box indicated a channel 1 lead off, and channel 1 was noisy. A second nim vital and wired pi box were used with channel 1 continuing to be noisy and reporting an out-of-range message. A third nim vital and wired pi box were used for the remainder of the case. Channel 1 vocalis continued to be noisy. The procedure was performed successfully per surgeon anesthesia confirmed proper nim tube placement prior to extubation. Surgeon mentioned the trivantage tube could be the cause of the noisy channel 1, as it happened with multiple nim vital machines. The procedure was completed with the reported product(s). There was no patient impact.

Event description:
Additional information received that nim console and pi boxes were checked post-op and all worked as intended.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial/lot number: (B)(6), UDI:(B)(4). B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.